Event description:
It was reported that the bd micro-fine¿ pro pen needle was broken. The following information was provided by the initial reporter, translated from japanese to english: "the needle npe was broken".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 17-oct-2022. Investigation summary one open 32g x 4mm pen needle sample and two photos were returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on the returned sample and photos and a broken non patient end of cannula was observed. No DHR review can be carried out as lot number is unknown. As the sample returned was open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that the bd micro-fine¿ pro pen needle was broken. The following information was provided by the initial reporter, translated from japanese to english: "the needle npe was broken.